Manufacturer narrative:
Cec adjudicated the event as a bleeding complication, barc type 3b. During the index procedure two resolute onyx des were implanted in the lcma and rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by stable angina and positive functional study. Approximately 5 days post procedure the patient suffered gi bleed. Patient was on dapt at the time of the event. The event was treated with medication and endoscopy. Investigator and sponsor assessed the event as not related to the index device but possibly related to the anti-platelet medication. Patient recovered.